Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 325 mg/dl and insulin injections were administered to address bg. Infusion sets and cartridges were changed multiple times. Customer and healthcare provider alleged there was an issue with the pump. Pump system check was performed with tandem technical support and pump was found to be functioning properly. Reportedly, customer used humalog for 3 days versus the labeled 48 hours. Customer maintained there was a pump issue. Reportedly, tandem clinical diabetes specialist assisted the customer with any further questions.